Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Uneventful device explant (B)(6) 2016 due to patient request based on ongoing gerd symptoms. An egd determined patient exhibited esophagitis and persistent reflux symptoms. Linx device found in the correct position/geometry. After device removal, patient underwent a fundoplication.